Event description:
The following information was reported to gore: on (B)(6) 2016, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. All devices were implanted successfully. A digital subtraction angiography revealed a proximal type I-like endoleak. After ballooning, a digital subtraction angiography revealed type ii endoleak and no proximal type I endoleak. A digital subtraction angiography from a sheath revealed distal type I endoleak at right leg. After ballooning, a digital subtraction angiography revealed no distal type I endoleak. The type ii endoleak was not treated and the treatment was completed((B)(4)). On unknown date, at a follow up, a distal type I endoleak at the right leg was observed. On (B)(6) 2022, a reintervention to embolize a right internal iliac artery and place additional stent graft into a right external iliac artery was performed. A final angiography revealed a type ii endoleak at the sac and no distal type I endoleak. The distal type I endoleak was resolved. The type ii endoleak was not treated and the reintervention was completed. The patient tolerated the procedure. Reportedly, a first angiography at the reintervention did not reveal any obvious distal type I endoleak.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. Additional stent graft was used. Problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. Tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.